Event description:
It was reported that an ilet user experienced significant glucose variability, with highs reaching 400 mg/dl and lows to 50 mg/dl, and noted that after a continuous glucose monitor (cgm) target adjustment the glucose often hovered between 180¿200 mg/dl. Review of synced data showed the user meal-announced to correct a high, then experienced hypoglycemia and meal-announced again for the subsequent meal, and the agent provided education on treating the low first and then meal-announcing for the actual meal, indicating an improper method of use related to the user interface. Symptoms included hyperglycemia, hypoglycemia, polydipsia, and polyuria. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with using meal announcements to correct blood glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.